Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor did not start. There was no patient harm. The air compressor did not start and the user interface screen was blank. Our field service engineer found that the transformer was faulty. After the transformer was replaced, the compressor worked without deficiency and was returned to normal use. The hospital retained the replaced parts. If the reported fault condition occurs during operation, the compressor will fail to deliver compressed air. A connected ventilator will then switch to pure oxygen delivery and alarms for high oxygen concentration will be generated. If no oxygen is connected to the ventilator, ventilation will stop as a worst case scenario. Alarms will be generated. The conclusion in this matter is that the compressor transformer was broken. As no goods were returned for investigation, the root cause could not be determined.